Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and the intraoperative model was shifted during mapping. There were no errors preceding the issue. Ablation points could not be engaged so map shift was found. The approximate distance between the map location before and after the shift was 5mm. No cardioversion was performed prior to the shift. The patient hadn't moved either. The patient did not cough. There were no changes to the patient's breathing nor was their head raised or repositioned on the pillow. The patient's arm was not moved and their positioning on the mattress was not altered. No further details were provided troubleshooting of the issue or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-aug-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and the intraoperative model was shifted during mapping. There were no errors preceding the issue. Ablation points could not be engaged so map shift was found. The approximate distance between the map location before and after the shift was 5mm. Device evaluation details: the logs were requested in order to investigate the issue but no data was received. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. Field service engineer confirmed that the issue could not be reproduced. During the next procedure it was found that the yellow patch sensors cable was noticed to have high metal values and was replaced with another one that was delivered to the account and the procedure continued with no issues. The original faulty yellow patch sensors cable was discarded. The system is ready for use. The manufacturing record evaluation was performed on carto 3 system #6067771, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).